Event description:
It was reported that the patient was seen in the emergency room for unexplained syncope. An event monitor showed intermittent capture on the right ventricular lead when the patient became syncopal. The event monitor also showed no capture. The lead has a possible fracture. A new right ventricular lead was implanted. The atrial lead was capped due to the patient being in atrial fibrillation. The existing right ventricular lead was plugged into the atrial port as a backup until the new lead has time to heal as the patient is dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead, (B)(6) 2006. (B)(4).